Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. The peritonitis was manifested by turbid (cloudy) peritoneal dialysis (pd) effluent and abdominal pain. On an unreported date ¿three to four days¿ prior to the receipt of this report, the patient noted turbid pd effluent. On the same day as the receipt of this report, the patient experienced abdominal pain and visited the hospital. On the same day, the patient was diagnosed with peritonitis and was prescribed unspecified antibiotics as treatment for the event. On the same day, the patient went home without being hospitalized. At the time of this report, the peritonitis was resolving, the patient was recovering, and extraneal/physioneal therapies were ongoing. No additional information is available.